Event description:
The customer reported a complete loss of motorized system functionality. This issue could preclude the user from obtaining certain necessary views in a pt care situation. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The motorization software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.